Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic esd procedure, while being inserted into the patient's body, the distal end insulating tip of the single use electrosurgical knife fell off into the patient's stomach. Additional information was received that alleged that tissue had stuck to the blade during the procedure, and when cleaning with gauze it was noticed the tip of the blade was missing. The distal end tip was unable to be located and was not retrieved. The procedure was completed with a backup device and the patient was planned to be discharged as scheduled.

Manufacturer narrative:
Correction to: d4, h4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. It was reported that no diagnostic imaging was performed to locate the device. The scope was inserted and the area around the target area was searched, but nothing was found. The physician¿s judgement was that it would be expelled in the stool, so the treatment was completed. There was no report of complication following procedure or patient harm.